Event description:
It was reported that a pump has no audio when there was an alarm noted visually on the device. The customer has stated that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.